Event description:
It was reported that during cholecystectomy the clip could not be changed correctly. Another device was used to complete the case. There was no adverse consequence to the patient. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the el5ml instrument found that it was returned with the shaft bent at the knob area, the cam broken, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; however, it is known from the history that the cam condition would have caused malformed clips. A corrective action has been initiated to address the root cause of the broken jaw/cam. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.